Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03/02/2020.

Event description:
The customer reported that the accept button was not working. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: 11mar2020 b4: (B)(6)2020. Attempts were made to contact the customer and obtain information regarding the device's evaluation and repair. The customer did not respond to these attempts. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.